Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that determined computing resources to be overburdened. Analysis found that the issue was related to the software. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system event having occurred outside of procedure while testing the system. It was reported that collecting a small amount of trace, exiting the register task, and returning resulted in a passing registration in ent. The following details were provided: in an ent procedure with the cad frame initialization surgeon preference enabled. Collect a small amount of trace data such that initialization is not achieved and the initialization has not failed. Exit the procedure or task. Return to the registration task in the same procedure with the same patient a. Observe the trace registration is initialized (when this was first observed, the error metric came up as 1.9) b. Navigate task is enabled and you can navigate no patient present at the time of the event.